Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 06/13/2017 with the following findings: investigation revealed a battery compartment crack. The pump alarmed for a call-service 215 issue. A cold-solder connection issue was discovered between the main circuit board and continuous-glucose-monitor module. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a battery compartment crack and a cold-solder issue between the main circuit board and continuous-glucose-monitor module. This report is made based on results of the investigation performed on 06/13/2017.